Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: a visual and microscopic analysis was performed which identified: crease sharp opening, non-penetrating nicks and crease fold. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening. Reason for reoperation: anxiety-product/procedure and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "bilateral exchange from textured to smooth implants due to the patient's concern with the product" and rupture. The device remains implanted. This record is for the left side.